Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day after the implant procedure, the left ventricular lead was displaced and pacing failure occurred. There were no alternative coronary branches appropriate so re-operation was not performed. The lead remains implanted. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.